Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked. No additional information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Asku. If so, did the "noise" prevent insufflation? Please describe the noise. Asku. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? Asku. Was any torque being applied to the trocar or device? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a sleeve inserted through universal seal. No functional test could be performed due to the condition of the returned device. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.